Event description:
It was reported the patient presented to the hospital for a lead revision. Upon interrogation, it was noted that the left ventricular lead was not capturing. Fluoroscopy confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the surgery.